Event description:
Patient presented back to the physician with a seroma at the chest incision site. Physician brought the patient into the or, removed the ipg from the pocket, flushed the pocket, resutured the ipg, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with continued drainage at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with an infection at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with a seroma on their chest. Physician prescribed antibiotics.